Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was incisional hernia. The patient underwent a laparoscopic incisional hernia repair with incarcerated mesh. The patient experienced pain, muscle tear, hematoma, and muscle abscess. Past medical history: depression, reflux/gerd, spine <(>&<)> cervical fusion with pain stimulator left side. Allergies: streptomycin. Concomitant therapy: autosuture, lot#p9c0166, (B)(4).